Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that an absorbable envelope had been implanted with the implantable pulse generator (ipg) system that had the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. The organism was identified as (B)(6) blood infection. It was also reported that the right atrial (ra) lead exhibited vegetation. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.